Manufacturer narrative:
The lot was manufactured from september 17, 2020 - september 18, 2020. The actual device was received for evaluation containing no fluid in the bladder as the distal luer was not closed which allowed the fluid from the bladder to empty inside a bag that contained the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow after filling. There was no patient involvement. No additional information is available.